Manufacturer narrative:
The event is currently under investigation.

Event description:
During a percutaneous gastrostomy procedure, the anchor of gias-100 detached when the doctor applied traction to the suture, in order to pull the stomach wall close to the abdominal wall. They are waiting for the anchor to pass via the gi system. No additional information has been provided.

Manufacturer narrative:
(B)(4). Investigation/evaluation: a review of complaint history, device history record, drawings, instructions for use (IFU), manufacturing instructions, quality control and a functional test and visual inspection of the returned product was conducted during the investigation. The anchor and suture were inspected and found to be manufactured according to specification. The suture was pulled with minimal force and again with more than minimal force. However, the suture did not break and the suture did not pull from the anchor. The anchor was inspected and found to have adhesive in both ends of the anchor as shown in the drawing and described in the manufacturing instructions. There is no evidence to suggest that the device was not manufactured to specification. We are unable to determine the cause of the detachment reported by the customer in this complaint. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
During a percutaneous gastrostomy procedure, the anchor of gias-100 detached when the doctor applied traction to the suture, in order to pull the stomach wall close to the abdominal wall. They are waiting for the anchor to pass via the gi system. No additional information has been provided.